Manufacturer narrative:
This supplemental report is being submitted to retract the initial MDR report. It was initially reported by implant patient registry through receipt of an implant data card, that approximately 2 years 2 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patients valve was explanted and replaced with a surgical valve. The cause of the explant was unknown at that time. However, per medical records received, approximately 2 years and 2 months post implantation of the 29mm s3 tavr valve and approximately 2-years post implantation of the evoque eos tmvr valve, the patient underwent explantation of both the tavr and tmvr valves. The reason for the explantation of both valves appears to be due severe paravalvular leaks around the evoque eos tmvr valve. After this evoque eos valve had been implanted, the patients recovery was complicated by severe paravalvular leak and a partial closure of the paravalvular leak was attempted using 3 plugs percutaneously, but still the paravalvular leak was extremely severe. No other intervention are documented that appears to have been done to rectify the severe pvl. The patient was admitted to the hospital in 2024 after developing severe congestive heart failure (chf), becoming azotemic and requiring dialysis. The patient ventricular function was good at this time, and as they were still in good shape after these episodes, a decision was made to go ahead and remove the percutaneous valves. The complaint for the explantation of the 29mm s3 tavr valve will be voided as a non-thv complaint, as there appears to have been no edwards device deficiency or malfunction of this tavr valve to cause it to be explanted. The reason for the explantation of tavr valve appears to have been due to the fact the evoque eos tmvr had severe pvl resulting in the patient developing severe chf which caused the patient to require dialysis. As the patient was undergoing open heart surgery to remove the evoque eos tmvr valve and replace it with a surgical mitral valve due to the severe pvl, it was also a reasonable and sensible procedure to explant the tavr valve at the same time, despite there being no device malfunction or deficiency, replacing it with a surgical aortic valve. The surgical replacement with both valves in mitral and aortic annulus returns both valve annuluses back to having securely sutured valves with no paravalvular regurgitation, thus allowing the patient the opportunities in the future to have a viv procedure if needed without any of the possible issues and complications that can occur from having a thv in thv procedure done in either or both of the aortic and mitral positions. As there is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, effectiveness or performance of this edward device, this event does not meet the definition criteria of a complaint. This supplemental report is being submitted as this is no longer FDA reportable.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years 2 months post transfemoral tavr procedure with a 29mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, all sapien valves (all models) are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.